Event description:
Information received regarding the device does not address the patient's clinical status but notes inappropriate measured data. The previous follow-up noted that the patient was not pacemaker dependent and the issue was resolved with programming, but continuing measured data problems prompted the physician to replace the device.